Event description:
As reported, upon opening a flexor raabe guiding sheath, it was observed to be broken. This was noted prior to beginning the procedure. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Additional event information has been requested.

Manufacturer narrative:
Initial reporter occupation: pharmaceutical. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Corrected information- b1, h1: there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. Furthermore, there is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 14apr2022: the device was initially reported as "broken", but further clarification noted that the product failure was damage similar to a kink or bend in the device. No additional patient hospitalization due to this occurrence.